Manufacturer narrative:
The device was not returned by the customer for evaluation.

Event description:
The physician placed various hydrocoil embolization coils in the patient (lot number p0601385, lot numbers p0600783 and p0601011, lot number p0600338, lot number p0601392, and lot number p0601807). The procedure was considered a successful embolization of an intracranial aneurysm. Subsequent to the embolization of the above aneurysm a coil migrated into the parent vessel. The physician went back in the vessel to treat with a neuroform stent by compressing the embolization coil against the vessel wall. According to the physician during this process there was a wire perforation of the vessel wall. The patient was intubated and a ventriculostomy placed. The patient did not recover.